Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was moisture inside it. It was also alleged that there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the pump was returned with a cracked battery compartment above and below the grip pad causing a leak. Moisture damage was observed in the battery compartment. The power issue was duplicated. A test battery cap was able secure enough and power up the pump. A12 hour duration test was completed with the test cap with no power losses or reboots duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.